Manufacturer narrative:
The reactivity of the k antigen was verified on retention crrs, lot k208. The customer's returned sample was tested with retention crrs lot k 208 on an in house galileo, and the result was positive ( in well 2, 1+ reaction).tested the customer's returned sample with retention panocell-16 lot: 08280 cell 9 (kell neg, kk) and the result was negative in 4c, rt, 37c and ict. With cell 10 (kell pos, kk) the result was weak positive in 4c, rt, 37c and strong positive in ict. With cell 11 (kell positive, kk) the result was weak positive in 4c, rt and 37c. In ict, the result was positive.

Event description:
Unexpected negative reactions were observed on galileo, using capture-r ready screen (crrs), on a patient sample known to contain anti-k.